Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that in the middle of the night, the tubing broke off where it was attached to the piece that connected to the site. At the time of this event, patient's blood glucose level was at 210 mg/dl. This issue occurred with two infusion sets. The patient changed both her cartridges and sets when she experienced this issue. No further information available.